Manufacturer narrative:
Batch review performed on 31-jul-2023: lot 186075: (B)(4) items manufactured and released on 04-oct-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner.